Event description:
The field service engineer reported to a technical service representative a customer's pump with no audible alarm. This event occurred during biomed service, and was confirmed by baxter service technicians during product evaluation. There was no reported patient injury or medical intervention. No additional information is available. Uim master software versions with a software configuration number ending in (B)(4) will be categorized as remediated.

Event description:
Reporter alleged the customer obtained a result of 200-299 mg/dl on the aviva system compared back to back with a result of 120 mg/dl on another unspecified aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Correction to evaluation:the reported condition of no audible alarm was confirmed and reproduced. The reported condition is due to faulty uim pcb (user interface module printed circuit board). The uim pcb was replaced to correct the reported condition. Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
(B)(4). A baxter service technician evaluated the pump and confirmed the customer reported condition of "no audible alarm" due to depleted main batteries. The main batteries were replaced. The pump passed all functional tests and was returned to the customer. (B)(4).